Event description:
Discordant sodium results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and resulted higher. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced a clogged waste line filter on the integrated multisensor technology (imt) system waste module. The cse also replaced the rotary valve seal. Quality controls were run to verify that the instrument was operational. The cause of the discordant results was related to the clogged waste line filter and rotary valve seal. The instrument is performing according to specifications. No further evaluation of this device is required.